Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump was exposed to ocean water. Customer advised the insulin pump did not work after being exposed to moisture. The insulin pump was not returned for analysis.